Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver fentanyl (300 mcg/ml). Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no allegation and no adverse events were reported. The device underwent routine analysis. The indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight at the time of the event was about (B)(6) pounds. The pump was explanted due to battery depletion. No further complications were reported/anticipated or expected.